Event description:
On (B)(6) 2025, the beta bionics ilet user reported recurring low glucose overnight, with a lowest value of 63 mg/dl. The ilet issued a low glucose alert. The low was corrected with glucose tablets, with assistance from a family member. Technical support guided the user through adjusting the secondary cgm target to be higher during nighttime hours, setting start and end times for bedtime and wake-up. The adjustment was completed successfully, and no further assistance was required. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.